Event description:
It was reported that 3 bd q-syte 15cm small bore tri-ext sets were not able to prime. The following information was provided by the initial reporter: when the user is trying to prime the q syte tri extension 385158, not able to prime two lumens due to resistance in septum and not able to connect posiflush lue lok to q syte.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issues of flow issues - fluid blockage and connection issues were confirmed upon inspection of the samples. Analysis of the samples showed that the top membrane disks of 2 of the q-sytes on the sample did not have the proper slit openings. Bd determined that the cause of the failures was associated to the manufacturing process. During the manufacturing process the disks of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the disk resulting in flow issues and leakage. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s). H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte 15cm small bore tri-ext sets were not able to prime. The following information was provided by the initial reporter: when the user is trying to prime the q syte tri extension 385158, not able to prime two lumens due to resistance in septum and not able to connect posiflush lue lok to q syte.